Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a 10.0 x 40 absolute pro had a hole in the inner pouch. The damage was noticed during incoming inspection at the century medical distribution center (consignment return product). There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual inspections were performed on the returned device. The reported packaging damage was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation concluded that the pouch damage was caused by inadvertent mishandling of the pouch during inspection and repacking at cmi. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.